Event description:
Adverse event(s): "no patient involved" (no patient involvement). Product problem(s): "system would not read wave card" (computer software issue). Customer reported inability to use a 25 procedure wave card, on the laser system. Technician stated that there was no patient involvement, during reported issue. The wave card was mentioned to have been checked during calibration of system. Technician returned the card, and has received a replacement card.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).